Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Received a maude report mw5066344 which states, during laparoscopic surgery, the laparoscopic grasper broke. The grasper has two jaws that open and close. One jaw broke off while the graspers were inside the pt¿s abdomen. The surgeon was able to retrieve broken piece without any harm to the pt. Additional information received on 20dec2016, the customer reported, the surgeon retrieved the item, but unknown specifics, no x-ray required, the appendectomy was kept laparoscopic and completed as planned. It is unknown the details of how the event was resolved.

Manufacturer narrative:
(B)(4). A visual examination of the device revealed evidence of a third party modification: the shaft insulation on the device that was returned was not the same as the shaft insulation that was installed by the supplier, the original equipment manufacturer. The luer port of the device that was returned is not the same as the luer port that was installed by the supplier, the original equipment manufacturer. The handle screw shows evidence of having been modified. The surface finish of the handle has been modified and the lot code has been removed. Both jaws had been broken off of the device and were not returned with the device. While the exact root cause of the failure mode cannot be determined, it is clear that the device design has been modified by a third party. Third party modifications which have not been validated may result in device failures. Because the IFU (instructions for use) addresses third party repairs in language under the subtitle ¿repair service¿, no corrective actions will be taken by the supplier. Repair service regardless of age, if any snowden-pencer device needs service, return it to an authorized repair service center. For repairs outside the u.s., please contact your local distributor. Note: all device being returned for maintenance, repair, etc. Must be cleaned and sterilized per these instruction for use prior to shipment. Contact information: (B)(4).